Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.